Event description:
Per the report, a duplication of number was inputted when entering the rate on the infusion pump in the ICU. The medication was not "guardrailed," it was tpn. The infusion should have run at 42ml/hr over 24hours. The nurse programmed the pump to 442ml/hr and the entire 3 l infused. The patient's kidneys were overwhelmed and the patient went into chf and severe acidosis. Dopamine and levophed were started. The next day the patient expired. The patient's death was attributable to this incident, although death from another cause was probably inevitable in this very ill patient. The event was not reported by the hospital to us, the manufacturer. Co was not able to perform any investigation.